Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va10ptq, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a revision on monday, and the reason for the revision was due to battery depletion and the lead had fractures in it. When asked what year this had occurred in the patient stated they didn't know. No patient symptoms were reported. No further complications were reported.